Event description:
Healthcare professional reported left side "suspected alcl." Device status is unknown. Histopathological markers were not provided.

Manufacturer narrative:
Postal code:(B)(6). The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected.